Event description:
The patient reported experiencing elevated blood glucose levels after an unspecified duration of pod wear, with glucose readings displayed as ¿high,¿ indicating values above 400 mg/dl. Blood glucose levels remained elevated overnight, and the patient replaced the pod; however, glucose levels did not decrease despite administration of a 10.35-unit bolus. The patient also reported that the pod emitted a hazard alarm with continuous beeping. The patient presented to the emergency room, where blood glucose was reported at 472 mg/dl. The patient was diagnosed with high glucose levels and was treated with intravenous fluids and 8 units of lispro insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.